Event description:
The customer requested preventive maintenance. The manufacturer's field service engineer (fse) stated the device alarmed vent inop. There was no patient involvement.

Manufacturer narrative:
The data acquisition to motor controller cable was returned to the manufacturer for failure investigation. Multiple attempts were made to try and duplicate the reported problem by stretching and twisting the cable in numerous directions. No signs of lost signals or error codes were produced. This da to mc board cable rev e (date code: 1306 rev e) was tested and no failures were identified.